Event description:
During svc of product a won't cycle condition with all light-emitting diodes and constant single tone alarm was found, due to integrated circuit u28 on the logic board being out of spec. Replaced u28.